Event description:
I am completing this questionnaire at the request of the (B)(6). In 1989 I received a set of silicone breast implants which were coated in polyurethane to prevent scar tissue from building up after bilateral mastectomies for breast cancer. At the time, I was working at (B)(6) but left for (B)(6). Shortly after, my chest was inflamed, swollen, hot and I had trouble breathing. I had an MRI at (B)(6) that showed the polyurethane had turned into a liquid and had invaded and engulfed my heart, lungs, and chest lymph nodes. Underwent almost two years of debridement prior to having bilateral latissimus flap surgery. The polyurethane was found in my pericardium and pericardial fluid along with my lymph nodes to include the internal right mammary lymph node which began to enlarge. I was told to leave it alone and to watch since no one knew what the outcome would be and that it is in a difficult position to get a biopsy. Over the years I have had several breast MRI's at various institutions across the country to include (B)(6). Was told my chest lights up like a christmas tree from the polyurethane. The most worrisome is the right internal lymph node which has steadily increased in size and is now about 10 cm. (Will be having a chest cat scan on thursday to look more closely) since we are in the military, we have moved several times and no one is familiar with this problem. Looking at a (B)(6), I have found that I am at risk for lymphoma due to the polyurethane. Not sure what to do next or what the outcome will be. Please forward any info you may have on this problem. Than you, (B)(6).